Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemia event with a blood glucose (bg) low of 50 mg/dl. The user initially treated with glucose gel but vomited due to gastroparesis, then consumed candy and juice. The user¿s mother administered an emergency glucose shot, which raised bg to 103 mg/dl. The lowest blood glucose (bg) recorded was 50 mg/dl. Bg was corrected with an emergency glucose shot, candy, and juice. The user's reported symptoms during the event included sweating and weakness. No medical intervention was reported at the time of call.